Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. Based on upon further review, it has been determined this record is a duplicate of the event reported in MFR report number (B)(4).

Event description:
The customer reported speaker error. It is unknown if the speaker produced any sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.